Event description:
It was reported by the customer when using the pyxis medbank system, the cubie did not open to issue the hydrocodone/apap tablet 5-325mg. The customer reported that the drawer opened, but the cubie did not open and it indicated that the item was indeed registered as taken out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie failed because the user was unaware of its functionality. A technical service specialist detected no issues in the tester application and requested the customer to take one unit of the item out to have the don cycle count the item to adjust the count. The system functioned as intended after the technical support specialist troubleshooted the device.